Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d9 - device available for evaluation: corrected. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file; however, it was not reproduced. Data from the reported event date of 02jan2025 in the submitted log file was reviewed. On (B)(6) 2025 at 11:10:03 while connected to the power module, the yellow wrench advisory alarm activated due to the backup battery not passing the load test. The alarm remained active through the remainder of the log file. The backup battery alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, afterward the log file was reviewed and there were no events captured where the load test did not pass. Additional information provided stated that this was the patient¿s third backup battery fault alarm. They reseated the battery back on (B)(6) 2024 and exchanged the backup battery on (B)(6) 2024. The system controller was consequently exchanged. The backup battery that was issued to the patient on (B)(6) 2024 was serial (B)(6). This battery was manufactured on 23jul2024 and was therefore not expired. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery fault alarms. Heartmate ii instructions for use section 8- ¿equipment storage and care¿ and heartmate ii patient handbook section 6- ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery fault alarm "for the second time". Log files were submitted for review and confirmed the reported backup battery faults. It was additionally noted that this was the third ebb fault. The previous ebb faults, one on (B)(6) 2024, were previously captured. The system controller was exchanged on (B)(6) 2025.